Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure withdrawal resistance occurred. The 2.50x28mm taxus liberte stent was advanced to the unspecified target lesion; however, the device was unable to cross the lesion and while withdrawing the device, the physician met slight withdrawal resistance. The physician was able to successfully remove the device without additional intervention. It was noted that the device was removed intact. The procedure was completed with another of the same device with no pt complications reported. The pt's current condition is listed as "good".